Event description:
It was reported that an ilet user experienced hyperglycemia reported at 346 mg/dl after eating chicken with honey bbq sauce and sweet potato; the user was on an inset infusion set and using a fsl3+ continuous glucose monitor (cgm) , and the pump was not immediately available while the user was showering; guidance was provided to allow the pump to deliver correction doses, and this event was associated with user procedure/use issues involving the user interface. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and spouse, and analysis of information provided by them. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure or method, involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.